Event description:
The customer reported getting collimator iris pot errors. No impact on pt care system is operating and able to complete cases.

Manufacturer narrative:
The ge service rep found a bad connection at collimator connector. He repaired the bad connection, ran system and verified proper operation. The ge rep was able to move the collimator iris without any errors, system is operating as intended.